Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/12/2019. International UDI (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that battery-related alarm records were present (e/c 1124 & e/c 1212). No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : (B)(6) 2019 PMA/510k : (B)(6) 2019 the manufacturer¿s international service technician confirmed the reported failed battery test issue.the manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.